Manufacturer narrative:
The insulin pump had no unexpected excessive no delivery alarms noted during testing. The insulin pump passed off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. No vibration during self-test due to broken wire on vibrator motor assembly. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was unknown.